Manufacturer narrative:
The clottriever bold (CT bold) was returned to the manufacturer and evaluated. Visual inspection revealed no damage or defects. The device was functionally tested and functioned as designed. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The investigation concluded there were no manufacturing, materials, or design issues with the device, therefore the most probable cause of the patient's injury was likely the result of excessive force used to advance or retract the device against resistance, possibly exacerbated by patient anatomy and/or tortuous insertion pathway. The device labeling includes the following warning: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the collection bag and coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." Manufacturer reference #: (B)(4).

Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon receipt of the device a full evaluation will be completed. The device labeling includes vessel dissection and perforation as possible adverse events/complications. Manufacturer reference#: (B)(4).

Event description:
On (B)(6) 2025, a 63-year-old female underwent deep vein thrombosis (dvt) thrombectomy using inari devices. After two passes with a clottriever bold catheter (CT bold) in the patient's left common femoral vein, the patient's blood pressure dropped, and heart rate increased. The medical team suspected embolization of clot; therefore, a transthoracic echocardiogram (tte) was performed. The tte showed a significant degree of aortic stenosis. The medical team then suspected the patient's left common femoral vein was damaged after the passes with the CT bold, which may have contributed to the hemodynamic changes. The femoral vein bleeding was stopped by placing a balloon minutes followed by a gore viabhan stent. The patient's vitals returned to normal range, and the case was competed without further issues. The patient was transferred to the intensive care unit (ICU) to recover.